Manufacturer narrative:
(B)(4)

Event description:
It was reported that an unexpected cgm app shut off occurred. It was determined the issue was related to the mobile application. It was indicated that the patient was using an unsupported operating system. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The root cause was determined to be potential patient misuse.